Event description:
It was reported that the patient presented sleep deprived. The patient appeared like she had ¿no sleep whatsoever.¿

Event description:
It was initially reported that the "pump is slipping". Patient experienced discomfort at the pocket site. It was unsure of when this started to occur; "patient was obese and had lost quite a bit of weight". It was further added that patient had to have pump relocated multiple times in the past year because of her weight loss. Presently patient had been advised to have her pump implanted in her hip. Drug delivered via the device was believed to be morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2010, explanted: unk; catheter model: 8578, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk; programmer model/serial #: unk. (B)(4).